Event description:
It was reported that 6 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a stent thrombosis which required a re-intervention of a target vessel (tvr). The index procedure identified and treated 3 target lesions. The physician implanted a taxus liberte 2.75x28mm stent in the proximal circumflex and a taxus liberte 3.00x20mm stent in the proximal rca. These two devices are not associated with this event. The remaining device, a taxus liberte 2.75x20mm stent was implanted at 16 atms in the mid left anterior descending (lad) artery. This de novo lesion was 90% stenosed, 2.75mm in diameter, 16mm in length, mildly calcified, and mildly tortuous. The physician pre-treated the lesion by dilating with a 2.75x10mm medtronic stormer balloon. The results were 0% residual stenosis with timi-3 flow. The pt was discharged two days later on clopidogrel and aspirin. Six days following the index procedure, the pt returned to the hosp. Angiography confirmed a stent thrombosis of the lad. It was also described by the facility that there was focal in-stent restenosis of the lad. The lad was 100% stenosed with timi-0 flow. It was reported that the pt had been taking clopidogrel and aspirin at the time of the event. The event was resolved by performing balloon angioplasty. The relationship of these events to the device was indicated as being "possibly related." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.